Event description:
Reportable based on device analysis completed on 11mar2026. It was reported that the wire tip was stretched. The 23mm x 3.0mm in diameter, 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. During unpacking of the rotawire, it was found that the tip of the guide wire was stretched and could not be operated. After 3 to 4 attempts, it still could not be used. The procedure was completed with another of the same wire. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the wire was detached.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the wire was found detached from the distal end at 13cm. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. During the product analysis it was found the distal end detached, another portion detached did not return for analysis causing it not be possible to identify the most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue.